Event description:
According to the reporter: the product worked and retrieved the tissue. However, a strip of plastic had come away from the pouch. If the surgeon had not seen the plastic on insp before closing, it would have been retained in the pt. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).